Event description:
It was reported that the high voltage lead impedance (svc-can vector) had increased over the past two months, with one out-of-range measurement noted on the trend. The other high voltage impedance vectors were stable and within range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.